Event description:
It was reported that the right ventricular lead exhibited clavicular crush damage and intermittent sensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that outer insulation was crushed at 22.0 cm to 24.2 cm and the inner insulation was crushed at 22.2 cm from the connector pin. The damage was consistent with clavicular crush. This damage likely contributed to the reporting sensing anomaly.